Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 443 mg/dl. The customer was treated with bulos from the insulin pump. After the troubleshooting was done, the customer was advised that the insulin pump is working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.